Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The initial reporter provided ca 19-9 elecsys e2g results for 1 patient run on (B)(6) 2020. The initial result was 34 ui/ml. The rerun results were 6.1 ui/ml and 6.2 ui/ml. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
The country of origin is (B)(6). On 25-nov-2019 the field service engineer was on site for a preventive maintenance and a measuring cell exchange. On 05-dec-2019 it was noted that the qc test was out of spec. On 06-dec-2019 the precision test had acceptable results. The field service engineer was on site 10-dec-2019 and replaced a nozzle and observed that the tubing from this nozzle was loosened. It was noted that since then, no other discrepancy had been reported.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results, for 2 patients, from the cobas e 801 module. In addition, questionable testosterone results for 1 patient from the cobas e 801 module were also received. Ca 19-9 results: patient 1: the initial result was 55.4 u/ml and the rerun results were 12.8 u/ml and 12.8 u/ml. Patient 2 ((B)(6) 2019): the initial result was 45.5 u/ml and the rerun results were 13.2 u/ml and 13.3 u/ml. Testosterone results: patient 3 ((B)(6) 2019): the initial result was 0.172 nmol/l and the rerun results were 16.3 nmol/l and 16.5 nmol/l. It was unknown if the questionable results were reported outside the laboratory. The ca 19-9 reagent lot number was 416245 with an expiration date of jan-2021. The testosterone reagent lot number was 353224 with an expiration date of dec-2019.